Event description:
It was reported that the tubing separated from the twist clamp (sleeve) of a minicap transfer set; described as ¿tubing was disconnected from the inside connection with minimal force¿. This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation with the tubing separated from the main body and the twist clamp in the closed position. Visual inspection was performed and a separation between the tubing and main body was observed. Due to the returned condition of the sample, functional testing could not be performed. The reported condition was verified. The cause of the separation was most likely use- related. The assembly between the patient adapter and the tubing is a friction fit and not a solvent bond. A strong tug on the tubing could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to h6: investigation conclusions: d15 (previously submitted as d1102). Correction made to h11: the device was received for evaluation with the tubing separated from the main body and the twist clamp in the closed position. Visual inspection was performed and a separation between the tubing and main body was observed. Due to the returned condition of the sample, functional testing could not be performed. The reported condition was verified. The cause of the separation could not be determined (previously submitted as was most likely use- related). The assembly between the patient adapter and the tubing is a friction fit and not a solvent bond. A strong tug on the tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.